Event description:
It was reported that the patient presented to the hospital for device upgrade. Upon device interrogation prior to the procedure, it was noted that the patient's right atrial (ra) lead exhibited a significant increase in capture thresholds. The physician elected to explant and replace the lead. No damage was noted on the lead. The patient was in stable condition intra and post procedure.